Event description:
It was reported that if the patient tried to reach, stand, or scrub their floors they could not stand the stimulation as it was aggravating them and they had it turned down to 1.1v. The patient felt the stimulation in their ¿fanny¿ and down their left leg and they couldn¿t get it in the right side. It seemed like it would go away at night and thepatient didn¿t know if it was because they were thin. The results were wonderful and the patient felt they should have done it 2 years ago. The patient should have called 2 weeks ago because that was when they noticed the stimulation change when standing, reaching, or bending over issue. The patient had the issue when sitting down. Right now they couldn¿t feel it at 0.9v and it was just faint at 1.0v. It didn¿t bother the patient on 1.0v like it did at 1.1v and 1.2v. The patient thought maybe the wires were too short or something because it only seemed to happen with activity. The patient started out at 1.4v and had gone down to 1.1v right now and did that change 2 days ago. It was confirmed that the patient had the setting down to 1.0v on program 3. Right now it was okay and the patient wanted to check how far stimulation could go down since they had been decreasing it. It was later reported that the patient had questions about filling out the letter that was sent to them. The patient was having problems with their implantable neurostimulator (ins) and if they were on their feet a lot for several hours it felt like it was pressing on a nerve. When the patient sat in a chair it was uncomfortable and they had to switch to their right hip and it itched sometimes. These problems started around the patient¿s last call but the patient neglected to mention them during that call. The patient was very thin and that might have something to do with their problems and they might have needed to implant it deeper. The patient had not worked with their manufacturer representative or health care provider (hcp) about their problems reported previously. The problems with the stimulation resolved after the patient decreased the stimulation. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va0n7ln, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot # va0n7ln, implanted: (B)(6) 2014, product type lead. (B)(4).